Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Additional importer patient codes: (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 489mg/dl with blurred vision, abdominal pain, nausea, and vomiting, associated with an alleged site/set/cart issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were air bubbles in the cartridge. The insulin was not at room temperature and the cartridge plunger was not cycled. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.